Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a alliance ii integrated inflation system device was used during a dilatation procedure performed on (B)(6), 2009. According to the complainant, the gauge indicated 2 atm prior to use. No damage was noted to the device. The procedure was completed with another alliance ii integrated inflation system device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Gauge - reading inaccurate. According to the complainant, the suspect device has been disposed and is not available for return. The most probable cause is handling damage. Based upon similar complaints in which the device was returned for analysis; the device was possibly subjected to a shock or outside attack during transit. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no other similar complaint reported for this lot. (B)(4).